Event description:
Our affiliate is reporting to us that during an arthroscopic procedure with the use of a mitek vaspr electrode, the patient suffered portal burns that did not require treatment. The surgeon attributed the burns to "fluid management". The device used was a smith & nephew system; the device was evaluated and found to be in good working order. Again, the surgeon believes that this issue's underlying root cause was technique related; inadequate or improper fluid management through the joint space.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The surgeon admits that the root cause was technique; insufficient fluid management was the cause of the patient's portal burns; this is a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.